Event description:
Related manufacturer report number 1627487-2022-00066, related manufacturer report number 1627487-2022-00068. It was reported that infection was observed at the implantable pulse generator site and extension site. The system was explanted and patient was given antibiotics. No additional information is available at this time. Patient was stable.

Manufacturer narrative:
Date of the event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.